Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. At the time of the procedure, the device displayed an error code#1002. Technical services commented that the device was still in storage mode and should be returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was performed. It was concluded that the cause for the fault code, battery usage higher than expected, which was observed in the field and the out of range vcc current which was observed during rp2 test was unknown.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.